Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) replaced the drawer controller which resolved the issue and tested in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section b describe event or problem. This supplemental MDR was submitted to reflect that issue did not occur when dispensing medications to the patients.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was showing as required maintenance. However, there were no delay or adverse events or injuries reported based on this event.